Event description:
It was reported that the right ventricle lead exhibited over-sensing noise and t wave over-sensing. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in four pieces. Visual inspection of the lead found an abrasion breaching the inner insulation exposing the inner coil at 6.0cm to 6.2cm from the cut end of the right ventricle (rv) coil. External insulation abrasion due to friction to another device or feature of heart was breaching the outer insulation and exposing the rv coil at 2.4cm to 3.3cm from the proximal end of the rv shock coil. The cause of the reported event was isolated to the inner insulation abrasion.